Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a exhibited a fault alarm at start-up.

Manufacturer narrative:
The customer-reported fault alarm was confirmed upon examination of the driver's alarm history which revealed a 0x4b alarm code that occurs when the right drive pressure is too low for long enough. This fault code records if the driver is running continuously without an established driveline connection. The complaint was replicated by performing a system check and not turning off the driver after it had been disconnected from the patient simulator. After sufficient enough time had passed, the alarm history was extracted and a new 0x4b fault code was observed. The root cause of the customer-reported fault alarm was that the freedom driver was pumping for longer than 15 minutes without being connected to either the patient simulator or a patient. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.